Event description:
The customer stated that he did not think the insulin pump was delivering the basal rates. The display was blank at the time of the report. Customer inserted several new batteries, and finally the display returned to normal. However, the insulin pump defaulted to the wrong date and time. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly. No further testing could be performed due to the blank display.